Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/17/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces, most probably to make explant/removal possible. Photos of the implant, prior to the removal from the eye, were provided and were evaluated. It was not possible to discern what the abnormality was or where it was located in the lens (on the surface or within the substance of the lens). Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a as the lens was inserted and removed. Concomitant medical products: bss (balance salt solution), lot unknown; viscoelastic model and lot number unknown. Initial reporter phone number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that immediately after the implantation of an intraocular lens (iol) a defect, a little missing piece, was noticed in the middle of the optic. The lens was cut in two parts and removed and replaced with another pcb00, same diopter, during the same surgical procedure. The missing little piece was also removed from the eye. Reportedly, the lens loading was performed according to the standard procedure using bss (balance salt solution) and viscoelastic. There were about 10 minutes delay in the procedure. No incision enlargement was reported. No problems were found one day post-op. No further information was provided